Manufacturer narrative:
The customer¿s report that the device fails pm/rate out of range was confirmed. Internal inspection of the device revealed separation on 2 of the 6 bezel posts (top right and top left). Log analysis was deemed unnecessary for reported incident. Functional testing performed noted the received pump module to be delivering fluid out of specification and the device was unable to be calibrated due to separated bezel bosses. The root cause of the customer¿s report that the device fails pm/rate out of range was identified as separation / cracks of the upper left and right bezel posts. The cause of separation / cracked bezel posts was determined to be associated with the molding process and material degradation, which led to reduced mechanical properties of the primary structural component of the lvp.

Event description:
It was reported that the device fails pm/rate out of range, and was not able to be recalibrated per biomed. There was no patient involvement. The event was discovered during testing.